Event description:
On (B)(6) 2021, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown it was reported that the patient underwent an endoscopy that revealed a "burial of the internal defense in the gastric mucosa." The pej was removed and duodopa was definitively suspended and patient was switched to oral treatment. There is no date available for the surgical removal of the peg.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.